Event description:
Customer reported the panorama central station displayed a blank screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer restarted the system's servere and it operated normally.